Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # r94x9w additional information received: is there packaging damaged that does not compromise sterility? No. Is there packaging damage that does compromise sterility? Yes. Did the patient experience any adverse consequences due to this issue? No. Investigation summary: the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that the packaging of the device is drilled. Patient consequences were not reported.